Event description:
Two endeavor sprint rx drug eluting stents were implanted during the index procedure, one in the 1st right posterlateral and one in the distal rca. A side branch occlusion is reported to have occurred during deliver of the stent to the rca. Plaque shift during initial procedure resulting in side branch occlusion. Treated with ptca.

Manufacturer narrative:
(B)(4). Evaluation, results: (occlusion).